Event description:
Pt w/dexcom g6 cgm reporting low blood sugar down to 40 without symptoms. Reported to emergency room. False reading. This patient was seen at the emergency room and not our facility, but due to the current recall of other cgm devices, we wanted to make sure this issue with a different manufacturer was reported as well.